Event description:
Patient was revised due to pain and fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient suffered debilitating pain in his right hip that became increasingly severe in the months before his revision surgery. He also suffered difficulty walking and performing his everyday activities. The patient had elevated metal ion levels, which continued to rise and were being monitored by his surgeon. Exploration during his revision surgery revealed an abundant amount of gray stained fluid in the hip joint indicative of metallosis.